Event description:
It was reported that the device was unable to be paired with the patient's phone due to a suspected loss of bluetooth (ble) telemetry on the device. A ble reset was performed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Based on the review of the information provided, it was confirmed that a ble lockout had occurred, resulting in the loss of ble connectivity. The cause of the ble lockout was due to a system requirement which disables ble due to too many unsuccessful connection attempts with the device.